Event description:
It was reported that on(B)(6) 2024, a 7mm amplatzer septal occluder was selected for implant using an unknown abbott delivery system. During the procedure, while the device was being deployed, it presented in a cobra deformation. There were several attempts made to try to correct it, but the deformation remained. The device was never released from the delivery cable, removed, and replaced with a 8mm amplatzer septal occluder which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there were no adverse events. There was no interaction with cardiac structures or angulation/kink in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of device deformation could not be confirmed. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no angulation or kink in the unknown size delivery system used to deliver the device. There was also no interaction with cardiac structures reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 20 jun. 2024, a 7mm amplatzer septal occluder was selected for implant using an unknown abbott delivery system. During the procedure, while the device was being deployed, it presented in a cobra deformation. There were several attempts made to try to correct it, but the deformation remained. The device was never released from the delivery cable, removed, and replaced with a 8mm amplatzer septal occluder which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there were no adverse events. There was no interaction with cardiac structures or angulation/kink in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.